Event description:
Clinical trial. Same case as MFR# 6000089-2007-01439. It was reported that post index procedure, the patient had a stent thrombosis (st), myocardial infarction (mi) and a target vessel revascularization (tvr). The patient presented 2 days prior to the index with an st elevation mi and had 2 non bsc stents placed that day. The patient returned for the index procedure 2 days later. The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the 2nd diagonal (diag2). The lesion was 2.5mm wide, 22 mm long, and 99% stenosed. There was moderate tortuousity. The physician direct stented the lesion with a 2.5 x 24 mm taxus express2 stent. There was no residual stenosis. Target lesion 2 was a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3 mm wide, 25 mm long, and 90% stenosis. There was severe tortuousity. The physician direct stented the lesion using a 3.0 x 28 mm taxus express2 stent. There was no residual stenosis. The patient received a gpiib/iiia inhibitor during the procedure. There were no complications and the patient was discharged one day later on aspirin and plavix. During additional review of documents, the site learned that the patient had a mi, st, and tvr 511 days post index procedure. The patient was on aspirin and plavix at the time of the events. Source documents indicate that the patient presented with an mi, but it is unknown what type. The site reported no rise in cardiac enzymes. The st was confirmed by angiography or ivus, with no additional findings. The prox lad was treated with poba for diffuse in-stent restenosis. The diag2 was also treated with poba for diffuse in-stent restenosis. All events were considered resolved the following day and the patient was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.